Event description:
During a inferior vena cava stenting treatment procedure, the 10fr uni plus 22x70x100cm stent appeared much longer than what was shown on the device box, so the physician withdrew the catheter. No patient injuries or complications were reported. Patient status is reported as 'okay'